Event description:
It was reported that shortly after being implanted, the device setscrew was found to be loose. The setscrew was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2010. (B)(4).